Event description:
Caller reported a cartridge alarm 30 that occurred during pumping, with no prior incidents of similar alarms with this pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The caller was able to resolve the issue by reloading the same cartridge, allowing them to resume insulin delivery successfully.